Manufacturer narrative:
(B)(4). Pxt261418/10066283 = (B)(4). Pxa260300/10169630 = (B)(4).

Event description:
On (B)(6) 2012, this patient underwent an endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. No issues were reported. The patient tolerated the procedure. On an unknown date, follow-up imaging identified a type ii endoleak of unknown origin. The diameter of the aneurysm enlarged from 70 mm to 92 mm. On an unknown date in (B)(6) 2016, the patient underwent a coil embolization of the origin to treat the type ii endoleak. The patient tolerated the procedure. On an unknown date, distal migration was identified at the proximal neck pertaining to the pxa260300/10169630, and proximal migration of the right leg pertaining to the pxt261418/10066283, due to the aneurysm enlargement caused by the type ii endoleak. On (B)(6) 2017, as a first stage procedure to repair the migration, a coil embolization of the right internal iliac artery was performed. On (B)(6) 2017, as a second stage procedure to repair the migration, additional devices were implanted to extend the proximal neck proximally and the right leg distally. The patient tolerated the procedure.